Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was admitted to the hospital due to an elevated blood glucose level and diabetic ketoacidosis. The reported issue was caused by the customer not filling the tubing properly. Additional information was not provided. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response was not received.